Event description:
It was reported that 222 days following a coronary artery drug eluting stenting treatment procedure, the patient underwent a re-intervention of the target vessel to treat in-stent restenosis.the index procedure identified and treated one target lesion. The patient presented to the cathlab experiencing an acte myocardial infarction. The lesion was 3.00 x 15mm, located in a type-d bifurcation of the distal right coronary artery (rca) and 1st right posterolateral (rpl) artery. The lesion was 90% stenosed, mildly calcified, de novo lesion with timi-o flow. The physician used balloon angioplasty to treat the side branch disease (1st rpl) and followed by direct-stenting the main branch (distal rca) with a taxus express2 2.50x20mm stent at 9.1 atms. The physician post dilated the stent at 10.4 atms. It was reported that during the procedure, there was a side branch event of flow impairment. The results were 0% residual stenosis with timi-3 flow. The patient was discharged six days later on aspirin and plavix. It was reported by the site that 222 days following the index procedure, the patient underwent coronary artery bypass graft (CABG) surgery due to diffuse in-stent restenosis of the target vessel. The patient was hospitalized for four days prior to being discharged. The relationship of this event to the device "probable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.